Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found this issue was happening intermittently. To resolve the issue the fse replaced the following items: two axes controller platform (acp), axes controller platform, and universal motion controller (umc). The two acps, axes controller platform, and umc involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted bilateral internal mammary artery harvest (midcab) surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they were getting error 40106. The customer was completing the procedure by disabling the boom. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: the customer reported that there were no injury or complications for the patient. The procedure was completed robotically. No patient demographics were available.